Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported MRI was to check on nerve problems with her leg. She stated it started 6 months ago, felt like it hurt and burn. Went to see hcp and they did something and she felt like there was sciatica down her leg, "burning sensation that felt like a shock". Patient services walked patient through to turn ins off. When patient paired pp to ins it showed stimulation was already at 0.0 v but stim was on. The patient to continue working with hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, as steps taken to resolve the issue, they took pain pills muscle relaxer, and had physical therapy. There were no further complications reported or anticipated.